Event description:
Reporter indicated that the patient was seen for follow up visit and received a dc-dc code and limit. The physician indicated that the patient had been experiencing neck pain and difficulty swallowing with stronger stimulation for the past month. However, did not feel that the event was life threatening. A lead test was not performed. The pt has not had an further investigation revealed that the physician does not plan to schedule the patient for revision surgery at this time.